Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found to have elevated thresholds one day post implant. In addition, the patient experienced pocket stimulation when the lead was programmed unipolar to check thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.